Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the healthcare professional (hcp) was with the emergency room, and the patient had presented with concerns about retention. Hcp stated that since the day prior to the report, they have been urinating but didn't feel like they were going enough. Hcp stated that a bladder scan of the patient showed 434ml. The patient voided 1 hour ago but was straining to urinate. They stated that the patient was expecting someone with medtronic to call her today to review the appropriate settings but no had called them yet. No further complications were reported or anticipated.